Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed without enlarging the incision. No patient injury. The injector model that was used was a msi-ps and the cartridge that was used was a aq cartridge fp. The facility was unable to provide injector and cartridge lot numbers.